Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 464 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged high/low bgs on 08-jul-2022. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0869 inches. Unit was successfully downloaded using thus and carelink, however there was no data available on carelink on the event date of 08-jul-2022. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high/low bg's. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor home switch and battery tube. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched lcd window (minor), scratched case, stained keypad overlay, pillowing keypad overlay and damaged display window cover. Unable to verify high/low bg's. Sensor updating/sg not available was not confirmed during testing. Exposure to moisture was confirmed at the electronic stack. Motor assembly and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3.